Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe) occurred. A concomitant procedure consisting of pulsed field ablation and attempted left atrial appendage (laa) closure was performed under transesophageal echocardiography (tee) and intracardiac echocardiography (ice) guidance. Baseline imaging demonstrated a trace pe, location unknown. Transseptal puncture (tsp) was performed using a faradrive and versacross connect system, requiring multiple attempts and radiofrequency applications to cross the interatrial septum. Pulmonary vein isolation was completed with a total of 43 applications, followed by exchange to the watchman trusteer access system (was) over a pigtail wire post ablation. Laa anatomy was noted to be shallow and narrow. Multiple device sizes (20mm, 24mm, and 27mm watchman flx pro closure device and delivery systems (wds)) were attempted; however, adequate positioning and stability could not be achieved despite multiple recaptures and a second tsp for improved coaxial alignment. There were no device issues with any of the wds used. The procedure was ultimately aborted. Throughout the procedure, hemodynamics remained stable and repeat imaging demonstrated no increase in the baseline pe. The baseline trace pe remained unchanged. Post index procedure, the patient developed a slow pericardial effusion requiring intervention with drain placement in the operating room. The patient remains hospitalized and is expected to fully recover.

Event description:
It was reported that pericardial effusion (pe) occurred. A concomitant procedure consisting of pulsed field ablation and attempted left atrial appendage (laa) closure was performed under transesophageal echocardiography (tee) and intracardiac echocardiography (ice) guidance. Baseline imaging demonstrated a trace pe, location unknown. Transseptal puncture (tsp) was performed using a faradrive and versacross connect system, requiring multiple attempts and radiofrequency applications to cross the interatrial septum. Pulmonary vein isolation was completed with a total of 43 applications, followed by exchange to the watchman trusteer access system (was) over a pigtail wire post ablation. Laa anatomy was noted to be shallow and narrow. Multiple device sizes (20mm, 24mm, and 27mm watchman flx pro closure device and delivery systems (wds)) were attempted; however, adequate positioning and stability could not be achieved despite multiple recaptures and a second tsp for improved coaxial alignment. There were no device issues with any of the wds used. The procedure was ultimately aborted. Throughout the procedure, hemodynamics remained stable and repeat imaging demonstrated no increase in the baseline pe. The baseline trace pe remained unchanged. Post index procedure, the patient developed a slow pericardial effusion requiring intervention with drain placement in the operating room. The patient remains hospitalized and is expected to fully recover.

Event description:
It was reported that pericardial effusion (pe) occurred. A concomitant procedure consisting of pulsed field ablation and attempted left atrial appendage (laa) closure was performed under transesophageal echocardiography (tee) and intracardiac echocardiography (ice) guidance. Baseline imaging demonstrated a trace pe, location unknown. Transseptal puncture (tsp) was performed using a faradrive and versacross connect system, requiring multiple attempts and radiofrequency applications to cross the interatrial septum. Pulmonary vein isolation was completed with a total of 43 applications, followed by exchange to the watchman trusteer access system (was) over a pigtail wire post ablation. Laa anatomy was noted to be shallow and narrow. Multiple device sizes (20mm, 24mm, and 27mm watchman flx pro closure device and delivery systems (wds)) were attempted; however, adequate positioning and stability could not be achieved despite multiple recaptures and a second tsp for improved coaxial alignment. There were no device issues with any of the wds used. The procedure was ultimately aborted. Throughout the procedure, hemodynamics remained stable and repeat imaging demonstrated no increase in the baseline pe. The baseline trace pe remained unchanged. Post index procedure, the patient developed a slow pericardial effusion requiring intervention with drain placement in the operating room. The patient remains hospitalized and is expected to fully recover.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.